Manufacturer narrative:
Concomitant medical products: a5dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check following an unrelated procedure, noise, low impedance and a possible fracture were noted on the right atrial (ra) lead. The lead was reprogrammed to unipolar configuration and remains in use. No patient complications have been reported as a result of this event.